Manufacturer narrative:
Additional information was received that the patient's ipg was moved to the buttock area. Sc-2408-74 (B)(4) device evaluation indicated that visual and x-ray inspection of the lead revealed no anomalies. Device exhibits normal characteristics.

Event description:
A report was received that the patient was experiencing overheating at ipg site. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing overheating at ipg site. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.